Manufacturer narrative:
Conclusion : this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the ruby coil and pet-lock were intact with the pusher assembly. The pusher assembly was kinked approximately 130.5 cm from the proximal end. The coil was kinked along the entire length. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil and px slim delivery microcatheter were kinked unintentionally during use. Evaluation of the returned products confirmed that the ruby coil and px slim delivery microcatheter were damaged. It appears that the px slim delivery microcatheter was damaged during preparation. Upon loading the ruby coil into the px slim delivery microcatheter, the force used to advance the coil distally resulted in a kink in the pusher assembly. The root cause of this complaint could have been a user error. These devices are 100% functional test and visually inspected for damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00728.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coil and a px slim delivery microcatheter. During the procedure, both the ruby coil and the px slim delivery microcatheter became kinked. Both devices were removed and the procedure continued using new devices. There was no report of an adverse effect on the patient.